Event description:
During an unspecified gynecologic procedure, the staples were found floating in abdomen post-operatively. This might have caused small bowel obstruction. A re-operation was performed to relieve bowel obstruction.